Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the surgeon need to re-open the wound to retrieve the needle piece? Did the needles fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure was the needle retained in? Is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Was re-suturing done during the same procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
The needle broke while the surgeon was starting the overrunning (overedge) suture. This resulted in a loss of operative time, as the suture had to be undone and redone. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one one needle suture piece and one empty foil packet that pertain to product code pdp1924 were received for analysis. During visual inspection of the returned sample, it was observed that the needle was broken at the swage area. Additionally crimping marks likely caused by a surgical instrument were noted in that area. The sample will be shipped for further analysis due to the needle breakage. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3, d4 expiration date, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: did the surgeon need to re-open the wound to retrieve the needle piece? Did the needles fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? - one part remained on the needle holder and the other part attached to the thread were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? - cut the wire was there any additional tissue damage as a result of searching for the needle piece? No if not retrieved, in what tissue structure was the needle retained in? Retrieved is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? - yes the time to redo the overjet 10min. Which tissue was being sutured when the event occurred? - muscle tissue. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Was re-suturing done during the same procedure? Yes. Date and name of index surgical procedure? (B)(6) 2026 at 13h during laparoscopy. The diagnosis and indication for the index surgical procedure? Laparo and coelio of the left colon. Were any concomitant procedures performed? No. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopy. On what tissue was the suture used? Muscle. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Please describe any medical/surgical intervention required for this suture event including dates and results. / did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - needle quality. What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Yes returned on 26/ 03/ 2026.